Event description:
The customer observed droplets on the foil of mts gel cards that had been processed on the ortho provue analyzer. Fluid on top of the gel card foil could lead to cross contamination of fluids resulting in erroneous results which could lead to transfusion of incompatible blood. Incorrect dispense of fluid may lead to variations in antibody/antigen ratio which could lead to erroneous results and transfusion of incompatible blood. Erroneous results were not released as a result of this incident.

Manufacturer narrative:
An ocd field engineer (fe) visited the site. The fe indicated that the incident occurred as a result of user error. Repairs were not required to return the analzyer to expected operation. No definitive root cause was determined.